Event description:
It was reported that a patient underwent an unspecified ER procedure on (B)(6) 2023 and suture was used. The needle broke off twice in the patient¿s hand. The broken fragment was retrieved. Another unknown suture was used to complete the procedure. There were no adverse consequences reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. Visual analysis of the returned sample revealed that one opened box with eight packets that pertain to product code vr494 was returned for analysis. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The needles were intact and no damage, or breakage on the body, tip, or swage area was observed during the evaluation. A functional test was performed, to needle by resistance and met the requirements. The devices performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2023-00753.